Event description:
It was reported that the patient presented to the emergency room experiencing dizzyness and had a heart rate in the 30s. It was noted that the ventricular lead exhibited loss of capture and low impedance. The lead also exhibited an insulation anomaly. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.